Manufacturer narrative:
Follow-up #1 date of submission 05/05/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings:the pump powered on normally with functional auditory and vibratory features. A rewind, load, and prime sequence was performed successfully. Using the patient¿s settings, a 0.8unit bolus was performed, and the iob immediately following the bolus was 0.8units. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the distributor contacted animas alleging that the insulin on board (iob) feature was not functioning as expected. The patient reported an example of a 0.8unit bolus delivered, and immediately afterwards the iob only showed 0.51units. The patient reportedly rebooted the pump and delivered a 1.0unit bolus, and the iob showed 0.99units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).